Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a laser ureteroscopy procedure in the ureter on an unknown date. According to the complainant, during the procedure, the laser fiber broke while it was being held by the scrub nurse outside the patient. It was also noted that the laser had misfired and burned the physician's gown. The procedure was completed with another flexiva 200 tractip laser fiber. There were no user injury nor patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.